Event description:
During procedure, the set screw of the device was unable to be tightened when connecting the right ventricular lead. The device was replaced and the patient was in stable condition.

Manufacturer narrative:
No conclusion code available; test leads were inserted into the header of the device and a torque driver was not able to tighten the right ventricular set screw in its cavity. Visual examination revealed that the set screw was stripped. Based on the information received, the reported incident was confirmed but the cause could not be conclusively determined.